Event description:
The user facility reported their unit was leaking water onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found water to be leaking from around the washer door's seal. The water spread several feet outside of the washer footprint. The technician adjusted the door to ensure that a proper seal was formed, tested the unit and returned the washer to service. The washer was installed in february 2011 and is currently under a steris service contract. The last pm was performed on july 25, 2013 at which time the unit was confirmed to be operating to specification.